Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had failed battery test. The customer¿s current blood glucose level was 160 mg/dl at time of incident. The customer stated that they continued to get weak battery and not got a battery failed alarm. The customer received changed battery and had failed battery test. The customer was advised to monitor the pump. The customer was advised to ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will be returned for analysis.